Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints identified no other complaints reported from this lot. Based on available information, the reported positioning failure (leaflet grasping ¿ clip not implanted) appears to be due to procedural conditions. The reported tissue injury appears to be due to procedural conditions (grasping attempts). The reported death appears to be due to the patient aspirating while extubating, with residual mitral regurgitation as a contributing factor. There is no indication of product issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott senior director of medical affairs. The reviewer stated, ¿please not that no medical records, imaging studies or imaging reports were provided for this review. The patient underwent teer with mitraclip for fmr. After initial xtw implant at a2/p2, a second clip (ntw) was attempted to further reduce mr, however, adequate grasping was not possible. This was replaced with an xtw clip; attempts with this clip caused tissue injury to the amvl with a new flail segment noted. As the patient was stable and their was an overall reduction of the mr from 4+ to 3+, further attempts were not made to place a second clip. Several days later, during or shortly after extubation, the patient suffered an acute aspiration event which was deemed by the physicians to be the cause of the patient¿s acute compromise and death. The physician shared his opinion that the residual mr may have been a contributing factor to the patient¿s death. While this is possible, it cannot be stated definitively as the patient¿s mr had actually improved form 4+ to 3+. However, it is also possible that the post-procedure mr was underestimated and the flail was larger not noted by the physicians.¿

Event description:
This is filed to report death. It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4+. The patient was presented with restricted leaflets and small cleft at a2/a1 scallop. First clip was implanted a2/p2 with no reported issue. Another clip was advanced to the mitral valve: however, a loss of leaflet capture was experienced. The clip was removed and a replacement xtw clip was used. A difficulty grasping the leaflets was experienced. While grasping the leaflets, the anterior cleft was noted to become bigger, and an anterior flail was now present. Subsequently, the xtw clip was removed from the patient and the procedure was concluded with one clip implanted and a slight mr reduction from 4+ to 3-4. All devices functioned as intended. On (B)(6) 2023 the patient expired due to aspirating after being extubated. No additional information was provided.